Event description:
It was reported the right ventricular lead was not capturing and was "pulled back into the atrium". The right atrial lead was also "pulled back". Both leads were removed and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the partial lead was returned in segments, analyzed and no anomalies were found. It was noted that the proximal conductor was cut, there was blood/body fluid on all conductors (not obstructed), the distal conductor fractured due to overstress, the outer insulation had cosmetic metal induced oxidation, the outer insulation had cosmetic environmental stress cracking, the inner insulation was torn, the inner insulation was breached cut, the outer insulation was breached cut, there was blood in/on the helix/lobe mechanism, there was apparent explant damage and the lead was stretched. (B)(4) the medial segment of the lead was returned, analyzed and no anomalies were found. It was noted that the outer insulation was melted, the outer insulation was breached cut, there was apparent explant damage and the lead was stretched.